Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(6); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was implanted several months ago after a successful trial. The rep reported that the patient complained to the hcp that she wasn¿t receiving the same level of relief with her implant as she experienced with the trial. The rep reported that it was decided that her leads might have been implanted higher than needed, so she was taken to surgery and her leads were pulled down to t7/8. The rep reported that this seemed to do the trick and the patient was now getting good stimulation that felt like the trial stimulation. The rep reported that the patient was getting stimulation in her back and down the back of her legs and it was determined that the location of her leads at t5/6 were preventing her from getting the stimulation in the appropriate places. The leads were pulled down and tested intraoperatively to verify location and coverage. Postoperatively the leads were reprogrammed to effectively treat the painful areas. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the leads were apparently placed higher because the intra- operative testing seemed to indicate that a higher placement was needed. No further complications reported/anticipated.